Event description:
The account generated a falsely depressed architect ca125 result on a patient specimen. The specimen tested architect ca125 = <10 u/ml but repeated at 4489 u/ml. A corrected report was called to the physician. No impact to patient management was reported due to the falsely depressed architect ca125 result.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.